Event description:
Pt called lfs alleging that their one touch ultra meter would not power on. The pt neither alleged harm or experienced injury or medical intervention. Pt reported visiting their physician's office. The customer service rep discovered that the meter powered on by pressing the "m" button, however, not when the test strip was inserted into the meter. Based on the info supplied by the pt, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter and control solution were replaced.